Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found tissue was entwined in the helix. Helix tips which are deformed to the point of inhibiting extension or retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly, a new lead with same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was attempted due to an unknown product performance anomaly, a new lead with same model was implanted. No adverse patient effects were reported.